Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 40 mg/dl back to back with a result of 110 mg/dl when testing was performed on the advantage system. No exact timeframe between testing was provided other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.